Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient¿s lead was producing high impedances. The patient will undergo lead replacement procedure.

Event description:
A report was received that the patient¿s lead was producing high impedances. The patient will undergo lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient had a revision procedure wherein a lead was replaced. A lead fracture was suspected. The patient was doing well postoperatively. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.